Event description:
Treatment of a small unruptured dome aneurysm measuring approximately 7mm x 4mm located in the hypophyseal / ophthalmic segment of the left ica (internal carotid artery). The patient was given dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment involving three pipelines. During the procedure, the first pipeline (4.75mm x 18mm) was deployed, but the physician accidentally pulled the pipeline back too far and was not able to regain access in the m1. It was removed from the patient. The second pipeline (4.75mm x 20mm) was deployed, but the device looked kinked on the proximal edge of the aneurysm neck and was not responding to attempts of opening properly. The second pipeline was also removed from the patient. A third pipeline (4.75mm x 16mm) was deployed and the same deformity (kinked) was noted as per the second pipeline but it opened by percutaneous transluminal angioplasty (balloon angioplasty is an option presented in the instructions for use, u.s.) With a hyperform balloon. The patient was reported to be in stable condition and doing well. Same event as MDR# 2029214-2014-00069.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).